Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that during a laparoscopic cholecystectomy it was noticed that the distal end of the device was starting to melt. The insulation material in the shaft had started to disintegrate/melt causing a charred mark at distal ends. There was no delay in surgery. No additional intervention or patient harm occurred. The patient was discharged to home with no complications related to this event.

Manufacturer narrative:
The investigation was carried out visually. The distal tip of both handles is charred and partially eroded. The product does not required batch management; a review of the device quality and manufacturing history records is not possible. The root cause of the problem is most probably usage related. Most likely moisture entered through an existing hair crack and caused an insulation breakdown. This, in turn, led to an electric arc, which caused the damage of the outer tube. The shaft must have been damaged after delivery of the instrument. Based on the inspection instruction of the quality assurance, the shaft are inspected for cracks by 100%. No CAPA is necessary.